Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. Clinically relevant supporting documentation was not provided; therefore a thorough medical investigation could not be performed and the root cause of the reported continued "drainage post tkr" could not be concluded. Should clinical information become available, the clinical/medical assessment may be re-evaluated. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported a revision surgery due to drainage after total knee replacement. The patient was washed out and treated with re-absorbable antibiotic beads and an insert exchange was performed.